Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed at the initiation of treatment and blood was seen iin the fibers of the dialyzer. The estimated blood loss was 250ml's. There were no noticeable defects to the dialyzer. No medical intervention was required. The pt had no adverse effects. Sample was discarded by the user facility; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.